Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen was unresponsive during initial setup, with the display showing the lock/start screen and not registering taps on ¿begin¿ despite device restarts, cleaning, and use on a flat surface, leading to a product replacement. Symptoms included no clinical effects, and blood glucose was not affected because therapy had not started. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and product evaluation by replacement and inspection of the returned device. Investigation of this device revealed a touchscreen input failure consistent with a device user interface malfunction affecting the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine.